Event description:
It was reported that during a lap pyeloplasty and lap nephrectomy, the seal leaked gas upon removal of the devices. No pt consequences were reported and no delay in procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.